Event description:
Patient's meter read inaccurate compared to their other lfs meter and family member's meter. Customer service, troubleshot with the patient and told patient that the meter was set to the wrong unit of measurements. Patient then mentioned that approximately two weeks ago (exact date unknown), patient had tested on the meter at 10pm and had obtained a reading of 130mg/dl (thinking it read 13.0) and took 5u of "toronto" and then went to bed. Suppertime insulin is on a sliding scale. At 3:00am patient's spouse woke up and found pt on the side of the bed and pt was sweating and unconscious. Spouse tried to wake pt, but was not able to. Spouse then gave pt a shot of glucagon. Ten minutes later, spouse tested on other ultra meter (meter set in the correct unit of measurement) and obtained a 2.2mmol/l. Spouse then gave pt 7 tablespoons of honey and then tested pt at 4:30am and obtained a 5.6mmol/l. Patient was treated by spouse and was not taken to the ER. Patient claims that they did not have any power interrupt with the meter nor did they ever lose the calibration code. Pt mentioned that they have never replaced the batteries either. Pt claims that family member may have changed the setup mode.